Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion set cannula split into skin. Pain, inflammation and had abscess on that site. Insertion site was abdomen. Cannula was inserted for 1 day. Introducer needle was also fractured. No further information available.